Manufacturer narrative:
(B)(4): use after damage, failure to follow steps/instructions, above rated burst pressure (rbp). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 1.2 x 15 mm mini trek dilatation catheter was removed from the packaging. The coil was noted to have a kink in it. The dilatation catheter was removed from the coil without difficulty and it was noted that the dilatation catheter had a kink about 20 mm from the hub, which corresponded to the location of the kink in the coil. The kink in the shaft was straightened and the device was used in the patient anatomy. The device was advanced to the target lesion in the small diameter, heavily calcified and tortuous, circumflex artery. The balloon was inflated three times, to a pressure of 6 atmospheres (atms) on the first inflation, and 18 atms on the second and third inflations. The dilatation catheter was removed without difficulty from the patient anatomy to change to a different size. The stopcock was removed from the mini trek, in order to use with the next device, and the shaft of the dilatation catheter separated. The dilatation catheter was fully out of the patient anatomy at the time of the separation and no adverse patient effect occurred. The second dilatation catheter was then advanced into the patient anatomy. There was no adverse patient effect and no clinically significant delay. No additional information was provided.